Manufacturer narrative:
This supplemental report is being submitted to correct the reported. Please see updates: g3, g6 and h2. Additional information from the user states that the two tests were performed on the same lot number however the other one was from from a different test kit. The user also mentioned that he haven't coordinated with his physician yet. He just did self-isolation and used our self test kit to monitor himself please reference MFR. Number: 1221359-2022-01096.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. The investigations for both lot numbers are being provided. Please see updates: g3, g6, h2 and h6. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 148140. With internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195--160 / lot 148140 . Test base part number 190-430h / lot 148140a . The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 148140 showed that the complaint rate is (B)(4). In conclusion, the manufacturing batch record review (brr) revealed that the product met acceptance criteria for release, and review of complaints against the kit lot for the reported issue indicates that the product is performing according to the statements contained in the package insert and a product deficiency has not been identified. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported an unconfirmed false negative result with the binaxnow¿ covid-19 antigen self test performed on (B)(6) 2021 on a direct tested nasal kitted swab. The consumer stated that he has been feeling lousy since july 20 and he has a strong cough right now that is why he was wondering why he got negative result. The customer also added that repeat testing was performed and a total of three tests were taken and all generated negative results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 148140 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195--160 / lot 148140, test base part number 195-430h/ lot 141625a. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 148140 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However a possible assignable root cause is sample interference or cross contamination. Reference MFR : 1221359-2021-01096.